Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that tubing leaked/ splashed. Prior to observing the leak, the nurse observed fluid on the bedding and patient's clothes and believed it was a result of incontinence. The patient's clothes and bedding were changed. Fluid was also noted on the floor and cleaned by the nurse in her chemotherapy gown, gloves and surgical mask. Later, during an administration of paclitaxel, blood was seen back flowing into the filter. The fluid was "spirting" from the connection point of a primary tubing and extension set. The paclitaxel infusion was attached via secondary tubing to the primary line. Dextrose 5% in water was infusing in the primary line. There was no patient harm. The patient did not receive the dose of paclitaxel; however, it was noted this was not expected to cause significant impact on the disease progression. It was reported that no visible crack or other deformities were visible. Although requested, no additional patient information was provided. This file was created to capture the "few times" mentioned by the customer.

Manufacturer narrative:
Additional info: d.11. No product will be returned per customer. The customer complaint of tubing leak splashed and blood was seen back flowing into the filter could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified as no product was returned. Device history record for model 20350e lot 19117133 shows that the set was manufactured on 29 november 2019 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported.

Event description:
It was reported that tubing leaked/ splashed. Prior to observing the leak, the nurse observed fluid on the bedding and patient's clothes and believed it was a result of incontinence. The patient's clothes and bedding were changed. Fluid was also noted on the floor and cleaned by the nurse in her chemotherapy gown, gloves and surgical mask. Later, during an administration of paclitaxel, blood was seen back flowing into the filter. The fluid was "spirting" from the connection point of a primary tubing and extension set. The paclitaxel infusion was attached via secondary tubing to the primary line. Dextrose 5% in water was infusing in the primary line. There was no patient harm. The patient did not receive the dose of paclitaxel; however, it was noted this was not expected to cause significant impact on the disease progression. It was reported that no visible crack or other deformities were visible. Although requested, no additional patient information was provided. This file was created to capture the "few times" mentioned by the customer.